Manufacturer narrative:
The customer is currently using the wired footswitch as per the advice of the philips engineer. Philips has confirmed that the reported failure is due to a connectivity issue. Due to a firmware bug, the wireless foot switch can suddenly stop responding when a number of ambient conditions coexist, such as emc disturbance and the presence of other wireless devices in the room. Philips has initiated a medical device correction (2021-igt-bst-020).

Event description:
It has been reported to philips the wireless footswitch did not connect with the azurion system. After a system restart, the wireless footswitch was operational. The issue was identified after start up of the system in the morning. The system was not in clinical use. No harm has been reported to philips.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction and removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the correction and removal 3003768277- 2021/10/29-004-c, which addresses the causes associated with the reported malfunction.